Event description:
It was reported that during a da vinci-assisted surgical procedure, repeated recoverable faults in the arm4, 2 occurrences during the system setup and 1 occurrence during the procedure. At the time of the call the procedure was moved to another da vinci system (xi system). The technical service engineer (tse) was not able to troubleshoot the problem with the customer. The tse was contacted and later clarified that according to the customer, the system was not in error when the procedure started. The error resolved but then reappeared. The procedure was converted to another davinci system with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, the fse updated the system software to mitigate the errors and calibrated the set up joint (suj) sensor involved with the failure. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation.

Manufacturer narrative:
A quality engineering investigation was performed and additional information regarding the probable root cause obtained. The probable root cause is attributed to transient encoder communication errors from set up joints (suj) of the patient side cart (psc). This issue was resolved by recalibrating the sujs.

Event description:
Refer to h11 for follow-up information.